Manufacturer narrative:
(B)(4). Method: the complaint rt125 swivel was received at fisher & paykel healthcare in (B)(4) and was visually inspected and pressure tested. Results: visual inspection revealed cracking along one of the swivel wye ports. The pressure test showed that the device was within the specification and did not exhibit leak. Conclusion: further investigation was conducted and it was determined that the cracking had occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. . Our user instructions that accompany the rt125 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor that cracking occurred on the swivel wye of an rt125 infant bias flow breathing circuit after five days of use. No patient consequence was reported.